Manufacturer narrative:
A study reports that approximately 6 months after implantation of the right hip with polarstem valgus (75102075), the patient underwent a total knee arthroplasty (tka) performed on the left knee due to osteoarthritis. The device intended for use in treatment was not returned for investigation. An evaluation of the complained device could therefore not be conducted and the reported failure mode could not independently be confirmed. A medical investigation was conducted. Based on the limited information provided, no causal relationship could be established between the total hip arthroplasty (tha) and the contralateral tka performed 6 month post tha. No further medical assessment could be rendered at this time. A review of the complaint history revealed no additional complaint for the batch in question. A review of the batch record revealed no deviations from the standard manufacturing process. The instructions for use lists several adverse issues as a known possible side effect resulting from a hip arthroplasty. The reported failure mode and severity of the issue are covered through our risk management files. Based on available information the root cause for the reported issue cannot be determined. However, the executed investigation gives no indication that the device failed to match specification at the time of manufacturing. The need for corrective action is therefore not indicated. Nevertheless, smith + nephew will continue to monitor this device for similar issues. This complaint will be reopened should additional information or the device be received.

Event description:
It was reported that a thr for right hip was performed on (B)(6) 2018. On (B)(6) 2019 (6-months post-op), a tika for the left hip was performed due to osteoarthritis. No causal relationship between device and study.